Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that there were no additional incisions made when attempting to remove the set screw.

Manufacturer narrative:
Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, following a cranial biopsy, a set screw was noted to have broken off the base plate during removal from the skull of the patient. The surgeon opted to leave the broken portion in the anatomy after a few attempts to remove the screw. There was a reported delay to the procedure of ten minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The biopsy trajectory guide kit part number 9733065 (lot number: unknown) was returned to the manufacturer for analysis. Analysis found a mechanical failure. A visual/physical examination found one of the three base screws has been broken off. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.